Manufacturer narrative:
Concomitant medical products: 6937a lead, implanted: (B)(6) 2013; 4968 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two epicardial leads and the coils broke. Another epicardial lead was implanted. No patient complications have been reported as a result of this event.